Event description:
Customer¿s bg was between 358 mg/dl and 380 mg/dl. Upon removing the pod, he noticed ¿the cannula was not in the site and was bent.¿ at a pre-scheduled hcp visit, customer hcp suggested the pod did not deliver insulin. The device was returned for eval.

Manufacturer narrative:
The returned pod was evaluated and found to be functioning as intended. Downloaded data found no pulse width timeouts, no rotational sensor errors, and no occlusion. The piezo was found capable of emitting an audible alarm. No cannula bend was found to have occurred while the device was in use. The inspection of the fluid path found no evidence of an obstruction that would have resulted in an occlusion as fluid is seen exiting the tip of the cannula. The needle mechanism was tested and deployed as intended. There were no signs of an internal insulin leak. The pod was thoroughly investigated and found no problem that would have caused or contributed to the customer¿s hyperglycemia. The lab eval, however, cannot confirm if a dislodged cannula occurred. The omnipod's user guide warns to "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hrs after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." The user guide also warns that "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and advises to treat hyperglycemia first by checking for ketones. If ketones are present, follow the guidance of an hcp. If ketones are not present, take a correction bolus as prescribed by an hcp. Check blood glucose again after 2 hrs. If bg levels have not decreased then take a second bolus by injection, using a sterile syringe. If blood glucose remains high after a total of 4 hrs then replace the pod and contact an hcp for guidance. Lot qualification records were reviewed and determined to have passed all acceptance criteria.